Manufacturer narrative:
The event happens when a surgeon powers the drill over the wire, while holding the powered drill at an angle skewed away from the trajectory of the k-wire. In addition, the IFU states that this is to be used for one case only, and then discarded. An evaluation of the drill will be performed when it is returned.

Event description:
A 2in1 drill split during surgery.